Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a cavotricuspid isthmus (cti) ablation procedure for right atrial flutter with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive (50/30 mmhg) and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 500 ml. Patient was stabilized, extubated, and sent to the intensive care unit for observation. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. At the time of injury, the generator was set on power control mode at 35 watts, with a temperature of 38 degrees celsius, and an impedance of 140 ohms. Power was not titrated. Ablation was performed along the cti line for approximately 10 minutes. Patient became hypotensive 45 seconds into the final ablation. Location of injury is unknown. Irrigated catheter flow was set at 30 ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 8/21/2017, biosense webster became aware that the complaint device was discarded. Therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. (B)(4).